Manufacturer narrative:
Evaluation codes for h6: method - (86 other): a device history records review was conducted to assure the device met standard manufacturing requirments. Results - (100 other): the device history records review confirmed the device met all material, dimensional and performance requirments at the time of manufacturing and release. Conclusions - code (68 other): the reported hemolysis was likely caused by a perivalvular leak around the valve.

Event description:
Carbomedics received a report of a carbomedics prosthetic heart valve that had been explanted in 2005 due to pannus ingrowth, causing one leaflet to become stuck. The pt was in chronic atrial fibrillation and a maze procedure was also performed at the time the valve was removed. The valve was implanted on 11/27/2002.